Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be submitted if additional information is identified.

Event description:
While assisting with a procedure, a gehc applications specialist (apps) was moving the c-arm from ap to lateral position when the apps dropped their left hand towards the lock on the c-arm while not looking, and hit their left-hand knuckles on the image intensifier. The impact of the collision caused screws from a previous fracture repair to be displaced, resulting in a new fracture to the middle finger of the left hand. This injury required surgical intervention and physical therapy to resolve. There was no malfunction of the system and there was no allegation of a product deficiency. No other reports of similar injuries have been received by gehc related to the use of oec one systems.